Event description:
After serial dilitation of the puncta was performed, a crawford stent was placed through the inferior system into the inferior meatus and brought out with a crawford hook. The stent broke within the nasolacrimal duct. We were able to remove this from the nasolacrimal duct without incident.